Event description:
The device was connected to a pt using electrodes that were 18 months past their expiration date. The device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. A backup defibrillator was made available and used. The pt was not resuscitated.